Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood and liquid from the top port during use. The following information was provided by the initial reporter: "leaking and loose at the rubber part when they inject via the port on top of the cathether blood and liquid leaking from the port on top of venflon, during injection".

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood and liquid from the top port during use. The following information was provided by the initial reporter: "leaking and loose at the rubber part when they inject via the port on top of the cathether blood and liquid leaking from the port on top of venflon, during injection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-16. H6: investigation summary: one box of 40 samples of multiple batches were received by our quality team for evaluation. Two samples were received from batch 0144805, seven samples were received from batch 0109327, eight samples from batch 0164300, eighteen samples from batch 0206929, two samples from batch 9354531, one sample from batch 0127520, one sample from batch 9200295, and one sample from batch 0051725. The samples were subject to visual inspection, injection leak test, and catheter adapter leak test. Thirty-nine of the samples passed all testing and no abnormalities were observed. One sample failed the injection leak test and the catheter adapter leak test and the valve was observed to have moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing to corrective actions to improve the customer and patient experience. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h10.